Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopy lobectomy, when surgeon removed the bag from the patient the bag tore completely at the bottom seam while being used to remove the specimen. The surgeon removed the specimen by hand in order to complete the case. Specimen was halfway exposed on patient¿s chest. Surgeon grasped portion of specimen that was outside the body and pulled entire specimen out. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Only specimen bag was returned. Specimen bag was torn in area where metal ring enters specimen bag. Specimen bag was completely cinched. Specimen bag was torn at bottom of specimen bag along seam. Specimen bag was torn across in the middle of bag area. Engineering found that the procedure the device was used in could have possible created a situation where the anatomy may have compromised the specimen pouch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.